Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with st-segment elevation myocardial infarction. The target lesion was located in a coronary artery. A 3.00x12mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the device was advanced through the guiding catheter, it was unable to advance into the coronary system and was removed. When the physician re-advanced the device, it was noted that a strut was sticking up. The procedure was completed with a different stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us mr 3.00 x 12mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. Distal struts 1-2 were stretched and lifted in a proximal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and there were no issues to note. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed no issues. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with st-segment elevation myocardial infarction. The target lesion was located in a coronary artery. A 3.00x12mm promus premier drug-eluting stent was advanced to treat the lesion. However, when the device was advanced through the guiding catheter, it was unable to advance into the coronary system and was removed. When the physician re-advanced the device, it was noted that a strut was sticking up. The procedure was completed with a different stent. No patient complications were reported.